Manufacturer narrative:
The device was returned on january 23, 2018 and was examined and subjected to full functional testing. The device was fired, loading properly and producing clips of proper pinch and alignment. No defect was found with the device's functionality. No malformed or misaligned clips were produced. Based on these findings, the complaint could not be confirmed. No lot number was provided in order to conduct a review of the device history record. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure with a multi clip applier ligaclip erca rotating medium/large clips and a clip malformation occurred. There was no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.